Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified back surgery. Post-operatively, on an unknown date, implantable hardware (either screw or rod) was found broken in x-ray. Patient reported pain as a result of this event. Reportedly, patient did not have any back surgeries prior to this reported back surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.